Event description:
A customer reported a laser probe got stuck in the cannula. The probe was switched out and the case was completed with no impact to the patient.

Manufacturer narrative:
A laser probe was received and a visual assessment of the returned sample revealed that the sample was returned without its protective tip cover. No other visual nonconformities were observed. The returned laser probe was catching at the junction between the nitinol tip and the metal shaft. A review of the complaints for the last 24 months did not indicate any add¿l similar reports for this lot number. An internal investigation has been opened to address this issue. The root cause cannot be determined conclusively. (B)(4).